Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they were trying to turn the external device on to see if it worked, as they had the device off for many years prior to the event. It was stated the patient had ¿tried replacing the batteries in the antenna and nothing was working.¿ the issue was not resolved at the time of report. There were no surgical interventions performed and it was ¿unknown¿ whether any surgical interventions were planned; the patient was alive with no injury at the time of report. The patient was redirected to consult with their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.